Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced four infusion sets cannula kinked events on (B)(6) 2026. The blood glucose level rise up to around 21 mmol, the patient was treated with pen correction. The patient replaced the infusion sets and successfully resumed insulin. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) device 4 of 4. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.